Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced infection and granulation tissue at abutment site. Subsequently the patient was treated with oral and topical antibiotics and administered a steroid injection (date not reported). The implanted device remains.